Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/13/2015 with the following findings:the pump display screen was observed to be dim and discolored with a reddish coloration.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a dim, fading, discolored display screen. The reporter indicated that the display screen could no longer be viewed safely. The reporter indicated that there was no noted moisture ingress associated with the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.